Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use during a cardiac surgery and was programmer ddd. The rhythm strip showed under-sensed ventricular event and pacing on the t wave, which induced ventricular fibrillation (vf). External defibrillation was required to remedy. The epg was removed from service and it was recommended that it be returned for analysis but its current status is unknown. No further patient complications have been reported as a result of this event.